Event description:
It was reported that the system would hang up between exposures. The system was shutdown manually but then failed to reboot. In the event the system fails to initialize to a functional state. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.